Manufacturer narrative:
The catheter was returned for evaluation. The distal marker band was found to be dislodged and was reported to remain in the patient. The tubing material at the distal tip exhibited jagged edges, exposed braiding, and stretching which indicates that the catheter broke by pulling and exceeding the tensile strength of the tubing material.   Approximately 1.3 mm of the catheter tip was found to be missing. All catheters are 100% inspected for damages and irregularities during manufacture. This includes checking and making sure the marker bands are still in the correct position during final inspection. In addition, the lot history record of the reported lot number has been reviewed and no quality issues were noted. (B)(4)

Event description:
Medtronic (covidien) received report that the distal marker band was found to be missing while pulling back the echelon catheter.&#160;&#160; the missing piece remained in the patient between the coils.&#160;&#160;this occurred during embolization with axium coils to treat an arteriovenous malformation (avm) located in the right lower arm.&#160;&#160;the vessel had a strong extended run. There was no patient injury or extension of the procedure.